Manufacturer narrative:
Other text: evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seals were intact. Visual inspection revealed deep scratches on the keypad and keypad support lens. There was also a broken tab on the back plate l bracket. No error relating to the customer reported problem was found in the event history log. To functionally test the device, the investigator connected the pump to a dl3500 application so that the customer configuration could be converted to a standard configuration (1a12). The pump was able to convert into the standard configuration. The customer reported product problem was not replicated during the test. No fault was found with the pump. The investigator concluded that the customer needed to have a dl3500 application to be able to convert into the standard configuration of 1a12. The investigator replaced the damaged keypad and keypad support lens. The pump was deemed to have passed all the functional tests.

Event description:
It was reported that the user was unable to change the default settings on the medfusion pump. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: b5: updated with additional information.

Event description:
It was reported that the user was unable to change the default settings on the medfusion pump. No patient injury or complications were reported in relation to this event. Additional information was received on 06-july-2020 indicating that there was no patient injury.